Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that transmitter was not communicating with insulin pump. Customer's blood glucose was 100 mg/dl. During troubleshooting, it was found that sensor cannula was damaged and retracted. Customer was advised that sensors would be replaced.